Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they left their controller at their friends house two days ago and they went and picked the controller up because they noticed that they weren't feeling vibrations when they turned their neck or picked something up; pt said this is usually what they feel for stimulation so they felt like their simulation wasn't on. Pt said that they went from 1.1 all the way up to 2 and didn't feel anything. Pss had pt reset their controller. Pt said that their controller rattles (see rtg0226439 for report of this). After reset pt said that their implant battery was at 60% and their controller battery was at 80% and that their group a was highlighted in green. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.